Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set blood leakage occurred. Impact to user and patient was not reported. The following information was provided by the initial reporter, translated from french to english: when the tube is pierced, the rubber protection system continues to leak even after the tube is removed. Blood is therefore blood is therefore present on the wall of the socket and is deposited on the following tubes. In addition, blood remains on the top of the tube membrane in addition, blood remains on the top of the membrane of the collected tube, so during labelling and bagging, blood is present.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [10] retention samples from bd inventory were evaluated. 10 retained samples from the lot number provided were therefore, taken at random, and each was used to draw 6 bd vacutainer tubes with water. In none of the cases, did leakage occur, and all the np sleeves, remained intact throughout. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set blood leakage occurred. Impact to user and patient was not reported. The following information was provided by the initial reporter, translated from french to english: when the tube is pierced, the rubber protection system continues to leak even after the tube is removed. Blood is therefore blood is therefore present on the wall of the socket and is deposited on the following tubes. In addition, blood remains on the top of the tube membrane in addition, blood remains on the top of the membrane of the collected tube, so during labelling and bagging, blood is present.